Manufacturer narrative:
Initial reporter facility name e1.- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck and not able to open fully. A field service engineer (fse) replaced the half height drawer to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was stuck and could not be fully opened, and it appeared that one of the drawer rails was bent. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.